Event description:
I was advised to use the product as directed and woke up the next morning covered in bruises. Some of the bruises were so deep that they left stains which are finally subsiding. I also experienced nausea and vomiting after using the product. (B)(6).